Event description:
The device was implanted on 2/10/95 for infusion of fudr through the hepatic artery. On 5/2/97, the physician contacted a MFR nurse to inquire about performing a dye study on the device to check device catheter placement. The physician stated that the patient had been off of hepatic arterial infusion therapy for a while and when she was started again, she experienced gastrointestinal side effects such as nausea and pain. The MFR nurse faxed the physician an article concerning perfusion studies.